Event description:
Per the clinic, the patient reported pain in the magnet area two weeks postoperatively. The patient subsequently developed an infection characterized by biofilm formation at the superior portion of the device near the coil, which was suspected to be associated with a silicone allergy. The patient was treated with antibiotic therapy (type not reported); however, the issue did not resolve. Consequently, the device was explanted on (b)(6) 2026. It is unknown if there are plans to reimplant the patient as of the date of this report.